Event description:
Health care professional (hcp) reported the homepatient (hp) became overfilled two times while using the homechoise cycler for automated peritoneal dialysis therapy. Health care professional states for both incidents, the homechoice cycler advanced into the first fill before the homepatient was completely drained in the initial drain. A remainder of approx 2000ml was left in the homepatient from his previous therapy when the cycler advanced into the first fill. During the first fill, the homepatient received his programmed fill volume of 2000ml. Afterwards, the homepatient performed a manual drain with the homechoice cycler, draining out over 4000ml. Once the manual drain was concluded, the homepatient continued therapy on to completion with no further difficulty. According to the healthcare professional, there was no pt injury or medical intervention resulting from either incident.